Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag leaked from the middle port. This was observed during setup prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4: the lot was manufactured between may 27-29, 2023. H11: the actual device, a video and photographs of the sample were provided for evaluation. Visual inspection was performed on all the samples. The reported issue of leakage was easily identified by initial visual inspection on the returned sample, as leakage of tpn solution into the outer pouch was observed. During visual inspection of the video and the photographs, leakage issue was identified from the administration spike port. Functional testing of sample was performed, and a leak was identified from the administration spike port bonding area on the returned sample. The reported condition was verified. The cause of the issue could not be determined; however, the cause was most likely due to inadequate, or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding in the returned sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.